Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected progesterone result for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported outside the lab and questioned by the physician. Subsequent testing produced results in a lower clinical category. The patient is being seen for fertility treatment. However, the patient was instructed to discontinue her fertility medication for the current month due to the initial elevated progesterone result.

Manufacturer narrative:
Per the customer, the progesterone sample was collected in a 16x100mm serum tube with a gel separator. Per the customer, progesterone qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event: the fse replaced the mixer bearings and transducer tip. The fse cleaned the wash carousel. The fse adjusted the ultrasonic voltage and verified and adjusted the pipettor alignments as necessary. Although some hardware issues were addressed, a definitive root cause has not been determined to date for this event with the data provided.